Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Received for investigation two sealed primary packages for product 432215 lot numbers 4141022 and 4141024. Visual inspection of the returned samples did not reveal any defects or anomalies. The customer stated that the second lot ending in 024 did not have the half ml graduation markings on the syringe. Both packages were opened and examined. Lot number 4144022 had graduation scale markings starting at 0.5 ml with half ml increments to a 3ml capacity. The second lot, 4141024, had graduation markings only with numbers noted at the 1, 2, and 3ml. Review of the DHR and wip records for both lots indicated that three types of syringes can be used in assembling this hypodermic assembly. In this instance, two different syringes were used during the manufacturing of each lot. The syringe barrels are supplied items and come pre-printed. The finished good product is a standard item (not custom) therefore, it is possible that varying syringe styles will be used. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that lot number 4141022 for product number 432215 has half-ml increments marked on the syringe, but new lot number 4141024 for the same product number does not. The fault was discovered upon opening. There was no patient involvement and no patient injury.